Manufacturer narrative:
Device discarded.

Event description:
The user facility reported fluid was leaking from the battery pack during a procedure. There was no delay, no medical intervention, and no adverse consequences.